Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient was not experiencing full voids but just dribbles. The patient also stated that they were experiencing grey watery bowel movements. There were no further symptoms or complications reported or anticipated.